Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump housing was damaged resulting in the cartridges falling out of the pump. The customer reported high bg's due to this. No additional patient or event information was available.